Manufacturer narrative:
No samples were available for evaluation. Therefore, no testing can be performed. Method: no samples were available for evaluation. Therefore, no testing can be performed. Results/conclusion: without returned samples, an evaluation could not be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during the incoming, manufacturing or final inspection processes for this lot or any of the components. To date, no other complaints for this finished good lot have been received from this facility or any other end-users. Per the surgeon's comments, it's possible that proper technique and use of the recommended back-stitch as described in the IFU for these devices was not utilized when closing the incision during the procedure. Additional item reported by this customer: 0 monoderm, model/catalog number: ya-1029q, lot number: mz02660, expiration date: 07/01/2017, device manufacture date: 07/19/2012, 510(k) number: k072028. Angiotech references: complaint number (B)(4), item number: vlm-1001-2, ya-1029q lot number: ms01540, mz02660, material: size 2-0 monoderm, size 0 monoderm.

Event description:
Patient presented with partial dehiscence of an incision following a total knee arthroplasty procedure. The dehiscence included all three (3) layers of tissue located at the proximal end of the incision. The incision required washout and was re-sutured without further incident. The surgeon and pa were trained and have only begun utilizing the quill devices since june 2013. The surgeon stated that the preoperative state of the tissue was in good condition and there were no reports of any post-operative events that would have affected the strength or natural healing process of the incision. The surgeon also included that it's possible that the device was not anchored in the best position upon completing closure of the incision.